Event description:
It was reported while using bd phaseal¿ optima injector n35-o foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported from the customer that they are experiencing issues when using product. Reporting white substance is on the luer lock area. Verbatim: when using the optima injector (n35-0) where there is a white substance that is on the luer lock area. It seems like the white particles are coming from the paper back on the n-35 injectors.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one photo sample was provided to our quality team for investigation. Upon visual inspection of the product, white particles, which were identified to be pieces of tyvek paper using in the packaging of this product, were observed on the surface of the injector. A review of the device history was performed for lot 2108301, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Retained samples from the same lot along with twenty additional phaseal optima products were used for further evaluation. The product was inspected and no particulates were observed. Additional testing was conducted in attempt to replicate the particles that were observed, using an alcohol wipe and a standard dry wipe to clean the container prior to use. It was observed that when an alcohol wipe was used and more force was applied when cleaning the container, particle generation did occur. The manufacturing of this product takes place in a clean room that is maintained under positive pressure to reduce the possibility of foreign matter. A review of the manufacturing records established that all cleaning of the packaging lines was performed in accordance with procedure. While we have seen particle generation when the product package is wiped vigorously before use, we cannot state that to be true for the incident reported, therefore we cannot identify a definitive root cause at this time.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported from the customer that they are experiencing issues when using product. Reporting white substance is on the luer lock area. Verbatim: when using the optima injector (n35-0) where there is a white substance that is on the luer lock area. It seems like the white particles are coming from the paper back on the n-35 injectors.